Event description:
It was reported that the pta balloon leaked from the proximal balloon joint. The catheter was retracted without incident. The procedure was completed without another device. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided and the lot device history records have been reviewed. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The investigation is confirmed for a crack at the proximal butt joint which resulted in a leak. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.